Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported that the customer¿s adc freestyle libre sensor was giving unspecified ¿different readings¿ which she believed were wrong, but noted she did not perform any blood glucose tests to verify the results. Caller further reported that on (B)(6) 2017 customer convulsed and fainted, so the caller administered a glucagon injection. Customer was taken to a hospital where they were diagnosed with dka (diabetic ketoacidosis). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint was reviewed and the DHR review showed no there were no deviations from the validated manufacturing process. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for fs libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensor, no trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s mother reported that the customer¿s adc freestyle libre sensor was giving unspecified ¿different readings¿ which she believed were wrong, but noted she did not perform any blood glucose tests to verify the results. Caller further reported that on (B)(6) 2017 customer convulsed and fainted, so the caller administered a glucagon injection. Customer was taken to a hospital where they were diagnosed with dka (diabetic ketoacidosis). No additional treatment was reported. There was no report of death or permanent injury associated with this event.